Manufacturer narrative:
Insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that there was moisture under display screen. Customer did not know how issue occurred. Customer's blood glucose was unknown. Insulin pump would need to be replaced.